Event description:
The user facility reported that the staff performed a console check, and ¿battery failure¿ alarm was present. Battery cycled on and off under console with no success. The console was sent to the hospital biomed department.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) battery failure -red alarm has been completed. After reviewing the imc logs, the reported battery failure issue was confirmed. There were numerous instances of battery failure alarms (transport connection blown/missing) (event set #360) observed on the reported complaint date. The aic was returned for evaluation. The battery failure issue was able to be reproduced. Results of running the batttest utility revealed that cell 4 in battery 2 had a voltage that was significantly less than the rest of the cells in the battery. The reported battery failure issue was determined to be caused by internal battery cell imbalance.